Event description:
It was reported through a remote transmission that the patient's right ventricular (rv) lead exhibited low pacing impedance measurements, noise and r-wave sensing measurement variations. The lead was turned off. The patient was in stable condition.